Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the encoder flex was out of electrical specification. It was also noted that the upper case was broken, the battery drawer was broken, the keyboard was scratched and the display was out of specification with missing pixels.

Event description:
It was reported that the lower screen knob on the external pulse generator (epg) was not working. The epg has been returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.